Event description:
It was reported that the 58-year-old female patient experienced anterior prolapse in the form third degree cystocele with a second degree uterine prolapse and there was minimal rectocele. Also complained of discomfort but had no urinary stress incontinence, dysuria or constipation, which all began after fitting the bandages and pelvic plate. This incident occurred in early 2006. Patient had experienced, metrorrhagia, leucorrhoea, inflammatory polyp in the vaginal fundus, presence of siderophages, inflammatory fleshy bud in the vaginal fundus around a suture in 2007. Patient had experienced, metrorrhagia opposite a totally friable vesico-vaginal wall that bled easily on contact and leucorrhoea in 2020. Patient has experienced, swollen abdomen, degeneration of pubic symphysis, following MRI: diffuse abundant peritoneal effusion, ovarian lesion, adhesions in 2024. They planned an operation for removal of the ovaries and hysterectomy in connection with the lump in the vaginal fundus.

Manufacturer narrative:
The reported event could not be confirmed. The product family and lot number are unknown. No sample was returned for investigation. No review or conclusions could be made regarding the alleged deficiencies. A DHR review is not required as the lot number is unknown. The product family for this women¿s healthcare product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 58-year-old female patient experienced anterior prolapse in the form third degree cystocele with a second degree uterine prolapse and there was minimal rectocele. Also complained of discomfort but had no urinary stress incontinence, dysuria or constipation, which all began after fitting the bandages and pelvic plate. This incident occurred in early 2006. Patient had experienced, metrorrhagia, leucorrhoea, inflammatory polyp in the vaginal fundus, presence of siderophages, inflammatory fleshy bud in the vaginal fundus around a suture in 2007. Patient had experienced, metrorrhagia opposite a totally friable vesico-vaginal wall that bled easily on contact and leucorrhoea in 2020. Patient has experienced, swollen abdomen, degeneration of pubic symphysis, following MRI: diffuse abundant peritoneal effusion, ovarian lesion, adhesions in 2024. They planned an operation for removal of the ovaries and hysterectomy in connection with the lump in the vaginal fundus.

Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, tissue science laboratories. Therefore, no investigation will be required by bard. The reported product number is manufactured by an outside OEM, tsl. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.